Event description:
The customer stated that discrepant elevated architect intact pth results were generated for three patients using reagent lot 00111e000. The patients tested lower using a different reagent lot, 01511g000. No impact to patient management was reported. This emdr is for patient 1 of 3. Patient 1: 206.3 pg/ml (lot 00111e000), 146.3 and 145.6 pg/ml (lot 01511g000).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): (incorrect or inadequate test result).

Manufacturer narrative:
Accuracy testing was completed using architect ipth reagent lot 00111e000 to evaluate the assay performance. The testing met acceptance criteria. Complaint tracking and trending was reviewed. The review identified atypical complaint activity for likely cause lot 00111e000, related to the issue under investigation. The investigation results show that there is no product deficiency. The architect ipth reagents are performing as intended and no additional product issues were identified.